Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced pump error alarms. The customer's blood glucose value was 140 mg/dl during time of incident. The customer reported the pump error did not occur during the rewind/load reservoir/fill tubing process. The customer was assisted with easy bolus and the bolus amount was recorded in the daily history. The customer was assisted with self-test and it passed. The product was returned for analysis.